Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Set screw mark noted on all terminal connectors in the correct location. The corresponding cut noted in suture sleeve, most likely removal of suture during explant. Moreover, the helix was retracted and there was tissue noted on helix. The helix/tip was normal as expected. The returned lead passed electrical testing. No damages were noted at lead¿s tip or helix that would have contributed to the dislodgement.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements. Additional information obtained from the field which indicated that the physician said the device had slipped down in the pocket, thus, the lead most likely lost its slack .the lead was going to be reused but the tissue in helix became an issue. It was the physician's opinion that the lead became dislodged by the slipping device in the pocket.&#2068;he lead was explanted. No additional adverse patient effects were reported.